Event description:
The case occurred on (B)(6) 2013. Reporter (B)(6) was first notified of an alleged incident on (B)(6) 2013. Confirmation of the incident and the details of the case were provided to (B)(6) in a f/u meeting with the physician on (B)(6) 2013. Onset was notified on (B)(6) 2013. Event details as reported: "procedure was an aaa utilizing a gore 24.5 x 14.5 body via right groin approach. Note is made that on (B)(6) 2013, an abbott absolute pro 8 x 60 self expanding stent was placed in the right external femoral artery. Bilateral cutdowns were performed access was obtained utilizing bilateral 11fr cordis brite ti sheath. Imaging was performed using a sizing pigtail. Once imaging was completed stfi-1825 was introduced and inflated via right groin over a meier wire without incident. Gore graft was inserted through solopath without incident and was partially deployed. Access to contralateral gate was performed with unk wire/catheter via left groin. After imaging to determine catheter was intraluminal in gate exchange was made for mier wire and contralateral limb was inserted and deployed after which main body was deployed without incident. An add'l gore 16mm extender graft was placed on the right side again without incident. Md then tried to remove the solopath sheath and in his words, it had become welded to the previously self expanded stent and would not move. Md inserted a 10 x 20 abbott foxcross balloon in an attempt to dislodge the solopath from the self expanding stent. This proved unsuccessful and a decision was made to cut off the solopath valve end and then staple shut both the solopath and the artery after which a right to left fem/fem crossover was surgically performed. Procedure was deemed successful and both groins were closed surgically. I was not aware of extensive calcium in vessel. I was not given info regarding vessel size though on visual inspection of the radiographs the vessel appears to be at least 8mm. Images are available from the account."